Event description:
Inadvertent delivery of medication reported. While attempting to place a new meperidine (10 mg/ml) syringe into the pump, "the silver button in the injector cradle assembly did not catch. The syringe would not lock in." The device was in reset for the syringe change, and the slide clamp on the pca administration set was open. While attempting to lock the syringe in place, the nurse inadvertently pushed the injector up and delivered approx 2.5 ml (25 mg) of meperidine. The pt experienced no adverse effects from the meperidine and reported an increase in comfort level. A pulse oximeter was placed on the pt and she was closely monitored. There were no changes in respiratory status or vital signs. The pump was switched out.

Manufacturer narrative:
The reported problem was a result of an isolated random failure related to use of a "e" ring retainer on the plunger shaft. No corrective action is indicated other than repair of the individual unit. Other failures reported for the device would not have contributed to the overdelivery event. Frequency of occurrence of death or serious injury pca overdelivery complaints is approximately 3/million sets used.